Event description:
A consumer reported that after having a multifocal intraocular lens implanted in her right eye, she has experienced poor distorted vision for distance and near. She was difficulty driving, reading, maneuvering stairs and seeing her computer. She reported that due to depth perception issues, she has had nausea and weight loss. The lens was explanted 2 months after it was implanted. In a follow up, the implanting surgeon reported that the consumer was referred for a section opinion. Further information received form an operating room manager reported that the consumer also had blurry vision, and the multifocal iol was exchanged for a monofocal iol.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on 03/03/2014. (B)(4).